Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access system (was). The device was bloody. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed damage (delamination/stretched) to the tip and numerous kinks to the sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Although it was reported that the device was not used, the observed damage and the presence of blood in the sheath is indicative of handling beyond simply unpacking the device. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on analysis completed on 02/23/2018. It was reported the physician opened the package of the (was), but ultimately did not use it after transesophageal echocardiogram. There was no issue with the device. The procedure was continued with a non bsc device. However, returned device analysis revealed evidence the device was used and inner liner delamination.